Event description:
A facility reported via medwatch (12/4/96), that the first pt dialyzing on this machine on 11/18/96, experienced nausea, vomiting and chills approx. 22 minutes into the treatment. The treatment was discontinued. Blood cultures were drawn. The pt's temperature increased by 2 degrees fahrenheit. The pt received tylenol and benadryl. When the pt's temperature reached 102 and the pt complained of shortness of breath, oxygen was administered and the pt transferred to the ER. More blood cultures were done in the hospital. The facility states the results were positive for staph epi, whereas the cultures done at the facility were negative. The facility states that while the pt was in the hospital he was diagnosed with upper gi bleeding, diverticultis and oral herpes. The pt remained in the hospital until 12/4/96. The facility did not make the hospital records available. Dialysate cultures drawn at the time of the event were positive for gram negative bacillus. The facility director of nursing does not believe contamination was due to reuse technique, but rather due to the dialysis machine.